Event description:
The technician alleged that the brakes were not holding. No pt impact.

Manufacturer narrative:
The technician adjusted all brake casters and the steer mechanism to resolve the issue.